Event description:
In 2009, pt reported the clear "window" that shows the insulin cartridge, was foggy and it is wet on the inside of the infusion compartment area. Pt stated, it smells of insulin. Pt reported she is not aware of any insulin spilling in the infusion compartment area. Pt states that she usually wakes up with a blood glucose reading between 79 mg/dl and 90 mg/dl, but this morning, her reading was 315 mg/dl. Pt reported, she bolused 3.9 units of insulin. Pt stated she did check her info and the bolus did show up in her bolus history, however, when she checked her blood glucose again and the reading was still in the "300's mg/dl", so she took a 4 unit insulin injection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.